Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient had been getting urinary tract infection and wanted to stop using purewick female external catheter for awhile. It was noted that the patient had been using the purewick products for less than 90 days. It was unknown if the device contributed to the urinary tract infection at this time and medical intervention was unknown. Per additional information received via follow-up on (B)(6) 2022, it was stated that the customer's doctor prescribed augmentin for the urinary tract infection and a barrier cream was given for the skin irritation. Customer has been fine since.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "inadequate material selection - materials of construction are not biocompatible". The DHR review could not be performed without a lot number. Based on the results of the investigation, no additional actions are needed. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "warnings: ¿discontinue use if an allergic reaction occurs. ¿after use, this product may be a potential biohazard. Dispose of in accordance with applicable local, state and federal laws and regulations. Precautions: ¿ not recommended for patients who are: agitated, combative, or uncooperative and might remove the purewicktm female external catheter experiencing skin irritation or breakdown at the site ¿ always assess skin for compromise and perform perineal care prior to placement of a new purewicktm female external catheter. Recommendations: ¿ assess device placement and patient¿s skin at least every 2 hours. ¿ replace the purewicktm female external catheter every 8-12 hours or when soiled with feces or blood. ¿ change suction tubing per hospital protocol or at least every thirty (30) days." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient had been getting urinary tract infection and wanted to stop using purewick female external catheter for awhile. It was noted that the patient had been using the purewick products for less than 90 days. It was unknown if the device contributed to the urinary tract infection at this time and medical intervention was unknown. Per additional information received via follow-up on 22sep2022, it was stated that the customer's doctor prescribed augmentin for the urinary tract infection and a barrier cream was given for the skin irritation. Customer has been fine since.